Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. Further review noted that the changes began only after this crt-d was implanted in (B)(6). All impedance values had remained stable until (B)(6) where there was an increase. The shock impedances were now out of range and values were greater than 200 ohms. In addition, the pace impedances on the right atrial (ra) lead and left ventricular (lv) lead had also increased, but those values were within normal limits. The patient was brought in for further evaluation. An x-ray was performed, but no conclusive cause was identified. The device was reprogrammed for the pace impedance vectors and shock therapy was programmed off. At this time, all products remain in service. No adverse patient effects were reported.

Event description:
It was reported that this existing cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range shock impedances on this right ventricular (rv) lead. Further review noted that the changes began only after this crt-d was implanted in december. Al impedance values had remained stable until february where there was an increase. The shock impedances were now out of range and values were greater than 200 ohms. In addition, the pace impedances on the right atrial (ra) lead and left ventricular (lv) lead had also increased, but those values were within normal limits. The patient was brought in for further evaluation. An x-ray was performed, but no conclusive cause was identified. The device was reprogrammed for the pace impedance vectors and shock therapy was programmed off. At this time, al products remain in service. No adverse patient effects were reported. Additional information indicated that this crt-d and the rv lead were explanted due to a possible spring contact anomaly. This crt-d and rv lead were successfully replaced. No additional adverse patient effects were reported. At this time, this crt-d is expected to return to boston scientific.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this existing cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range shock impedances on this right ventricular (rv) lead. Further review noted that the changes began only after this crt-d was implanted in december. Al impedance values had remained stable until february where there was an increase. The shock impedances were now out of range and values were greater than 200 ohms. In addition, the pace impedances on the right atrial (ra) lead and left ventricular (lv) lead had also increased, but those values were within normal limits. The patient was brought in for further evaluation. An x-ray was performed, but no conclusive cause was identified. The device was reprogrammed for the pace impedance vectors and shock therapy was programmed off. At this time, al products remain in service. No adverse patient effects were reported. Additional information indicated that this crt-d and the rv lead were explanted due to a possible spring contact anomaly. This crt-d and rv lead were successfully replaced. No additional adverse patient effects were reported. At this time, this crt-d is expected to return to boston scientific.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field h6: device codes, section h.

Event description:
It was reported that this existing cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range shock impedances on this right ventricular (rv) lead. Further review noted that the changes began only after this crt-d was implanted in december. Al impedance values had remained stable until february where there was an increase. The shock impedances were now out of range and values were greater than 200 ohms. In addition, the pace impedances on the right atrial (ra) lead and left ventricular (lv) lead had also increased, but those values were within normal limits. The patient was brought in for further evaluation. An x-ray was performed, but no conclusive cause was identified. The device was reprogrammed for the pace impedance vectors and shock therapy was programmed off. At this time, al products remain in service. No adverse patient effects were reported. Additional information indicated that this crt-d and the rv lead were explanted due to a possible spring contact anomaly. This crt-d and rv lead were successfully replaced. No additional adverse patient effects were reported. At this time, this crt-d is expected to return to boston scientific. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.